Event description:
Device report 2 of 2: ref MFR # 1627487-2012-09713. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced a change in his stimulation pattern from his low back and right leg into his chest, rib and right arm. X-rays indicated the lead had migrated. The pt underwent surgical intervention. The physician repositioned the lead. The pt was reprogrammed post-operative and reported effective coverage in the desired pain pattern. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.